Event description:
It was reported that six months after implant, the pt began to experience pain at the middle of the lead. Pain was only felt while stimulation was on and ceased when stimulation was turned off. There were no falls or trauma prior to the painful stimulation. It was reported that the battery was draining more when the implantable neurostimulator was off than when it was on. Impedances were within normal range. Add'l info has been requested from the hcp, but was not available as of the date of this report.